Event description:
It was reported the pump was explanted for ongoing issues related to baclofen effect. It was stated ¿increasing dose, bolus/flex dosing.¿ it was noted that dye studies were repeated without any issues being demonstrated. It was stated there was 1 year to the elective replacement indicator, so they decided to replace the ¿pump/catheter¿ early. It was stated there was an apparent leak at the pump connection site with a loss of medication. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).